Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient contact reported the patient cycler prompted with m21-2 invalid sensor reading alarms. A review of the patient¿s treatment records identified that the patient drained 4147 ml during drain 3 of 3 of treatment. This drain volume is 188% the patient's largest prescribed fill volume of 2205 ml. The patient was connected during the incident. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient is expected to receive a new cycler on (B)(6) 2024 and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient contact reported the patient cycler prompted with m21-2 invalid sensor reading alarms. A review of the patient's treatment records identified that the patient drained 4147 ml during drain 3 of 3 of treatment. This drain volume is 188% the patient's largest prescribed fill volume of 2205 ml. The patient was connected during the incident. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient is expected to receive a new cycler on (B)(6) 2024 and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. During an attempt to navigate through the cycler interface, the touch screen failed to respond. Recalibrated touch screen. A (as-received with reduced dwell) simulated treatment failed due to m21-2 alarm. Failure traced to 5v being out of specification. Failure traced to lose connection, j8 cable (5v, power supply side) not seated properly. Cable was removed after the investigation. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler weighted ill volume values were within tolerance. Voltage verification check. Valve actuation test. System air leak test, and patient sensor check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.